Manufacturer narrative:
Block b5 has been updated with the additional information received on july 11, 2024. Block h6: imdrf device code a1502 captures the reportable event of the stent positioning issue. Block h10 an ultraflex stent was received for analysis. Visual examination found the stent was returned fully deployed and expanded. Additional device required cannot be confirmed because it happened during the procedure and there was not an objective evidence or descriptive conditions to confirm the reported events. Product analysis did not confirm the reported event the stent could not be normally deployed inside the patient and was subsequently removed with forceps", however, the stent was returned fully deployed and expanded. Taking all available information, there is no indication of what the customer reported, and the device met all the manufacturing requirements, and it passed the visual inspections during the product analysis. Therefore, a review and analysis of all available information and product analysis of the returned device did not identify any evidence of either the alleged issue(s) or any defect on the device.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the endotracheal to treat an airway stenosis caused by a malignant tumor during an airway dilatation procedure performed on (B)(6) 2024. During the procedure, the stent could not be normally deployed inside the patient and was subsequently removed with forceps. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 11, 2024. It was reported that the stent did not fully deploy inside the patient and was subsequently removed by grabbing the stent's edge with biopsy forceps.

Manufacturer narrative:
Block b5 has been updated with the additional information received on july 11, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the endotracheal to treat an airway stenosis caused by a malignant tumor during an airway dilatation procedure performed on (B)(6) 2024. During the procedure, the stent could not be normally deployed inside the patient and was subsequently removed with forceps. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 11, 2024. It was reported that the stent did not fully deploy inside the patient and was subsequently removed by grabbing the stent's edge with biopsy forceps.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the endotracheal to treat an airway stenosis caused by a malignant tumor during an airway dilatation procedure performed on (B)(6) 2024. During the procedure, the stent could not be normally deployed inside the patient and was subsequently removed with forceps. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.